Manufacturer narrative:
At this time, the product remains capped and abandoned. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to high out of range shock impedances greater than 125 ohms. A new rv lead was implanted. No additional adverse patient effects were reported.